Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection and functional evaluation of the returned devices were conducted during the investigation. The visual inspection of the returned device confirmed that that the check-flo disk was torn on one side. The cause of the tear could not be determined. Leak testing was also performed, and the leak could not be reproduced; however, it is possible that the leak may have partially re-healed prior to failure analysis, resulting in an inability to duplicate the failure mode. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which may be related to the failure mode; however, due to the individual nature of the product manufacturing and 100% verification of manufacturing specifications in final quality control prior to shipping, there is no indication that there is nonconforming product in the field. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: medtronic evolut r valves, performer introducer, lot# 8390604. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transcatheter aortic valve implantation (tavi) procedure, the valve of a performer introducer leaked blood (refer to medwatch 1820334-2018-01884). A second performer introducer, from a different lot (reference this report) was then used with the same result. The procedure was able to be successfully completed with the second device despite the blood leakage. The complainant was not able to quantify the amount of blood that leaked; however, no adverse effect has been reported due to this occurrence, and no additional procedures were required. Other product used with the complaint device includes another manufacturer's aortic valve.